Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. The customer's blood glucose level was 340 (mg/dl). A new cartridge was loaded onto the pump to address the event and insulin delivery was resumed.